Event description:
Dexcom g7 blood glucose sensor failed I even calibrated it several times with my mechanical reader this is the second time this has happened and I wound up in the hospital and my health insurance and ambulance isn't all covered after the first time dexcom said they would contact me call me back about at least taking care of those bills because of there sensor failure and they did not. Pt code: 4580. Device codes: 3023;1559;2440. Ref report: mw5182365.